Manufacturer narrative:
The ICD was not returned for analysis, as such the analysis is based on the production documents and the device data available to us. The production process for this ICD was reviewed. The production documents did not show any irregularities that could be linked to the complaint. All production steps were correctly executed. During analysis, the eri battery status determined on (B)(6), 2015 following shock delivery at 2.85 v could be confirmed. This is not expected behavior. Based on the data available to us, the ICD's therapeutic functioning was not compromised in any way, however, we are not able to fully rule out a hardware defect as the cause of this behavior. To avoid any potential patient injury, we recommend therefore fully replacing the device and returning such to biotronik for analysis. Of course, this recommendation cannot in any way replace the medical assessment and consideration of any physician.

Event description:
Ous MDR - after an implantation time of about 21 months an eri battery status display was reported. No worsening of the patient's health was reported. No explant date was provided and the device was not returned for analysis.

Manufacturer narrative:
The ICD has been returned for analysis. The ICD first underwent a status interrogation. 12 charge processes had been documented. The memory content and communication archive of the ICD were analyzed. The analysis showed that the device status eri was automatically activated because of a defective live holter. The live holter is the area used in the ICD memory that is used to calculate the remaining charge amount. If an inconsistency is noted in the live holter, the ICD switches "per design" to the device status eri to prevent a potentially faulty calculation of the operating time of the ICD. The ICD's capability to provide therapy was tested. The antitachycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time proved to be unremarkable. In summary, the clinical observation resulted from an automatically detected inconsistency in the live holter, which led to a specification-conforming activation of the device status eri. The implant's capability to provide therapy was not impaired by this safety mechanism. The ICD functioned properly during the analysis. In conclusion, it cannot be ruled out that external influences, such as strong electromagnetic fields, have contributed to the clinical observation. There was no material defect or manufacturing error.